Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2y829, implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 06-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal / pelvic floor. It was reported that a replacement / revision as well as a stim therapy issue. The caller stated that they lost 63 lbs and the lead wire pulled out so they had to have the entire system replaced (replacement on (B)(6) 2025), stating this is the 2nd one they have had installed in 14 months.